Event description:
Irritation to the patients eye. No permanent or serious injury was done. The "drill dot" applied to the contact lens for identification, was done incorrectly. This causes a "burr" to the lens and it rubbed on the patients eye resulting in an irritation. No treatment was given, just exam by dr.